Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his blood glucose was 531 mg/dl. The patient experienced a mild headache. The patient treated via 25-unit insulin pump bolus. During troubleshooting no anomalies were noted. The customer was unable to check their site and set for issues. The insulin pump was not returned for analysis.